Manufacturer narrative:
Date of event is estimated. The allegation is against [2] of [5] [components]; however, it is unknown which [component(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4) , serial: (B)(4) , batch: 6958790. Common device name: lead, model: mn10450-50a, UDI: (B)(4) , serial: (B)(4) , batch: 6979519.

Event description:
Related manufacturer reference number: 1627487-2022-05756. It was reported that the patient¿s right s1 lead was not working resulting in loss of therapy. As such, surgical intervention was undertaken wherein the s1 lead was explanted and replaced with a new lead to address the issue. During the procedure, the physician accidentally pulled out the left l4 lead. Hence, the l4 lead was explanted and replaced. Reportedly, therapy was restored post operatively. Investigation was unable to determine which of the 2 leads were involved in the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.